Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. The physician then opted to replace the lead. This lead was surgically abandoned. No additional adverse patient effects were reported.